Event description:
The customer reported that there were lines on the display.

Manufacturer narrative:
(B)(4). The customer reported that there were lines on the display. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.